Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported rituxan leaked at the bonded texium site, and about an hour into the infusion, the medication was seen on the floor. There was no report of patient harm.